Event description:
A defect was discovered in the device that converts inpatient medications to prescriptions. It has taken months to recognize and correct this potentially high risk defect. When inpatient combination medication is converted to prescription, the device deletes the strength of the medication. The number of patients affected is unknown, involving cases receiving combination pills.